Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 5.194 mg/day via an implanted pump for non-malignant pain. It was reported the current pump had been flipping and moving since about "(B)(6) 2021". It was noted the surgeon told her she did not have to wear the belly band after the implant so she didn¿t. The pump has moved to the old pocket site and the pump had been flipping. It was noted on (B) (6) 2021, the patient went to have the pump filled and they had to manually flip the pump to fill it. They were not able to connect to the pump or read the pump. The patient tried to hold the pump in place when she stands up from bending over because the roll catches the pump and flips it. The patient inquired if the flipping of the pump was crimping the catheter? The issue was not resolved and the patient was redirected to their healthcare provider (hcp). The patient also wanted to know if there was a "swivel" where the catheter was connected to the pump.